Manufacturer narrative:
The insulin pump had a motor error alarm due to loose and protruded drive support disk. Analysis was unable to verify prime anomaly due to motor error alarm. The insulin pump was received with cracked case at display window corners, reservoir tube, broken reservoir tube lip, minor scratched display window and missing end cap sticker.

Event description:
The customer reported via phone call that they were unable to exit the preparing to prime loop. The customer's blood glucose was 365 mg/dl at the time of incident. The customer was advised to hold down the act button until they received second series of beeps or numbers appear on the display. The customer stated that they did not receive second series of beeps nor did numbers appear on the screen. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The customer agreed to return the insulin pump for analysis.